Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Initial reporter address 2: (B)(6). Block h6: imdrf device code a22 captures the reportable event of bands falling off varix.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025, for the treatment of esophageal varices. During the procedure, the ligator band was unable to remain attached to the varix. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.